Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level were fluctuating, ranging from 55 ¿ 242 mg/dl. Customer drank juice to address low bg levels and delivered bolus to address high bg levels. Customer stated current low bg level at the time of the event was due to not eating lunch and confirmed the low bg was unrelated to pump performance or supplies and declined any further tandem customer technical service (cts) assistance/troubleshooting in relation to this low bg level. Customer reported that current pump would be used to continue insulin therapy.